Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device remains implanted. There is noise on the lead. 1 false vf episode detected but shock was aborted and 2 false svt episodes detected. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
(B)(6) 2023 periodic iegm on (B)(6) 2023 shows extra noise markers on nearfield iegm. Noise was reproduced with arm movement. Lead and device remain implanted at time of call. No adverse patient events were reported. Should additional information be received, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2023 periodic iegm on (B)(6) 2023 shows extra noise markers on nearfield iegm. Noise was reproduced with arm movement. Lead and device remain implanted at time of call. No adverse patient events were reported. Should additional information be received, this file will be updated. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm screenshots revealed synchronous artifacts on the ff channel and rv channel, which led to the reported oversensing. Based on the available information, the integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.